Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the buttons on the insulin pump are stuck and she received an unexpected restart alarm that she cannot clear. The alarm history showed one unexpected restart alarm, one external ram error and multiple displayable history check failed alarms. Customer stated a temporary basal was not programmed before the alarms alarm. The device was stored or not in use for an extended period of time. Blood glucose value is 323 mg/dl. Nothing further reported.